Event description:
It was reported that cardiac tamponade and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device and delivery system (wds) was inserted. One partial recapture was performed of the wds before final position was obtained. The physicians felt the device was slightly more distal than desired, but was still adequate and decided another recapture was not necessary and the closure device was released. An effusion sweep was performed revealing no pericardial effusion. Approximately eight hours post-procedure the patient experienced cardiac tamponade and went into shock. The patient was referred for surgical intervention for cardiac tamponade management. The implanting physician reviewed the images but no perforation was visualized. The patient remained in the intensive care unit and died three days post procedure from cardiac tamponade complications.